Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced. This contributed to early depletion of the implantable pulse generator (ipg) battery. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.